Event description:
It was reported that during a follow-up check the right atrial lead dislodged. The lead was repositioned successfully on (B)(6) 2014. The lead remained stable and in position.

Manufacturer narrative:
.